Event description:
It was reported the device migrated in the pocket. The patient had twiddlers syndrome. The doctor opened the pocket and sutured the device more securely. The device was later explanted and replaced for the same issue. The patient condition was good.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.